Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no sign of abnormality or mishandling on the header and on the can of the device. Marks inside the lead barrels confirmed that all leads were inserted fully. An x-ray was performed and confirmed that no cross threading occurred on any lead and all lead wires inside the header were intact. Analysis of the device header and pin gauge testing were performed and the header ald all ports were normal. No fault codes were recorded while implanted; however, there was the out of range ra impedance measurement. Analysis confirmed that the device was capable of proving bradycardia and tachycardia therapy as programmed. The device was put through and passed a series of automated testing to verify the device functioned normally and within specification.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedance measurements greater than 2000 ohms on the right atrial (ra) lead. A revision procedure was performed and the setscrews were found to be tight. The physician tugged on the lead while connected and the lead remained secured. The terminal pin could also be seen through the connector block. The device was removed from the pocket and impedance measurements returned to the normal range before attempting any adjustments. The device was checked with a pacing system analyzer (psa) and again showed normal measurements. Technical services (ts) discussed this was probably a lead connection issue at the anodal ring but they cannot rule out a connector block issue at this time. Ts suggested if the physician was not confident in the system they should consider replacing the device. The device was explanted and returned for analysis. No other adverse patient effects were reported.